Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.